Event description:
Reportedly, the lead was positioned in the ventricle without any issues. The butterfly tool was used correctly to extend the screw. About ten attempts were made, but the screw never extended. It was then decided to remove the lead and test it on the table, and after about thirty turns, the screw extended with a jump effect. The lead was finally removed and a new one was used to complete the procedure.

Event description:
Reportedly, the lead was positioned in the ventricle without any issues. The butterfly tool was used correctly to extend the screw. About ten attempts were made, but the screw never extended. It was then decided to remove the lead and test it on the table, and after about thirty turns, the screw extended with a jump effect. The lead was finally removed and a new one was used to complete the procedure.

Manufacturer narrative:
Analysis synthesis: upon reception, the screw could be extended with a jump effect after 30 turns (out of specification) and retracted after 30 turns. Once extended, the screw appeared slightly bent, possibly related to the important number of attempts performed at implantation. It should be noted that no more than three attempts should be made to position the lead to ensure adequate function. Disassembly of the distal part of the lead, revealed a significant amount of blood residue at the base of the screw, no anomalies were identified at the driver level. Based on the investigation findings, the event is suspected to be associated with coagulated blood found within the screw housing and at its base. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.